Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in pact av access balloons were used to treat the right arm cephalic arch. Approximately 22 months post procedure patient suffered high-grade edge stent stenosis in central vein. A right upper extremity arteriovenous fistulogram demonstrated a patent arteriovenous fistula with a high-grade stent stenosis involving the right subclavian vein, brachiocephalic vein, and superior vena cava. Balloon angioplasty performed with 8 mm balloon. Repeated arteriovenous fistulogram showed significant reduction of stenosis with unobstructed in-line flow through arteriovenous fistula to central veins. Patient recovered.